Event description:
It was reported that at incoming inspection at distribution, foreign material was observed in the package. No adverse consequences were reported.

Manufacturer narrative:
The product subject to this complaint was returned for evaluation. It was visually confirmed that cardboard fibre was present in the package. It was not possible to determine the root cause for the presence of this foreign material.